Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of burning odor. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer performed an external and internal inspection of the device and observed the following: iso port had dust-like contamination and hairs/fibers in it, heater plate had slight dust-like contamination and hairs/fibers on it, inlet/outlet seal had slight white dust-like contamination on it, water tank had potential stress cracks on the outside bottom corners of the heater pan. Water tank had 4 potential rust spots on the outside bottom of the heater pan. They filled water tank with water and let sit for 1 hour, no leaks were detected. Back of display had brown and black potential burn marks on it. Display ribbon cable had a black potential burn mark in the middle of it. (Phase a) of the blower motor circuitry, on the pca, was blown and had black burn marks and severe damage to the pca along with white potential mineral deposit stains in the surrounding area, indicating potential water ingress. (Phase b) of the blower motor circuitry, on the pca, had potential brown corrosion stains near it and black burn marks near it. Therapy button outer edges had unknown brown dust-like contamination. Center enclosure rim had unknown brown dust-like contamination. Iso tube of the center enclosure had brow and black burn marks on it and potential mineral deposit spots inside of it. Potential brown and black burn marks on the underside of the pca. Dust-like contamination on the blower motor and inside of it. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure. They also observed complaint of the device no longer powering on. Due to the severe burn marks on the pca, most likely from the potential water ingress, this was most likely the cause of the pca not functioning. Pil was not able to confirm the complaint of a burning smell. The manufacturer concludes, multiple contaminants and was not able to confirm the complaint or address the symptoms specified and unit scrapped.